Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump fill estimate was noted to be inaccurate multiple times. The customers blood glucose (bg) level was impacted (600 mg/dl) with severe ketones present. The customer took a manual injection to stabilize bg level. It was indicated that the customer had manual injections available for alternate insulin therapy.